Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023 two rx herculink elite stents, sizes 6.0x18 and 6.0x12 mm, were implanted in the right renal artery. The patient was discharged from the study procedure on (B)(6) 2023. On (B)(6) 2023 the patient had pain in the back and abdomen. The patient went to the emergency room where she was found to have reduced renal function and higher inflammation signs. CT (computed tomography) showed a thrombus occlusion of the 6.0x18 herculink elite stent in the right renal artery. Revascularization was performed on (B)(6) 2023 (lysis, thrombectomy and stenting) and medication was given (intravenous heparin and aspirin). No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of pain, thrombosis, and renal failure are listed in the rx herculink elite peripheral stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of pain, thrombosis, renal failure, and the relationship to the product, if any, cannot be determined; however, the subsequent medication required and unexpected medical intervention (additional therapy/non-surgical treatment) appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.